Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assemblies. No button error alarm could be verified due to the blank display. However, moisture damage was noted at the keypad traces. The insulin pump was received with corroded motor assemblies. The insulin pump was received with minor scratches on the display window and a cracked belt clip slot.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into swimming pool. Customer reported that as a result, insulin pump began to blink, received a button error alarm and then went blank. Customer reported that there is condensation under display screen. Customer's blood glucose was 230 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.